Event description:
On (B)(6) 2012, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. Several 0 unit boluses were noted to have been recorded in the history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): a review of the black box showed several 0unit boluses on the reported failure date. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was successfully paired with a test meter. The pump and meter were exercised for 24 hours with no unprogrammed boluses occurring. Periodic boluses were executed during testing using the normal, ez-carb, and ez-bg bolus features and all boluses were accurately recorded in the pump histories. The keypad buttons were tested and no hypersensitive buttons were found. There was no defect found on investigation. The complaint could not be duplicated.